Event description:
Indication for procedure: unknown. Procedure: this was a left-sided procedure performed in the cath lab. The lead extraction was reportedly decided upon during the case. The physician chose to extract an old, capped guidant (not in guidant database) lead. The md began lasing with the 14f sls, then up-sized to the 16f in conjunction with a cook liberator locking stylet. The md noted the patient's blood pressure dropping during the extraction, an emergent thoracotomy was performed and the injury site was found at the svc. Spnc was notified several days after the event. Analysis: lot history reviews were unable to be performed secondary to the devices being discarded during the code. Patient outcome: the patient expired.

Manufacturer narrative:
(B)(4).